Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (361 mg/dl). In an attempt to address the bg level, the customer adjusted the pump settings, used a new vial of insulin, supplies from a different box and had changed the infusion set from one type to another. An insulin injection was used to address the bg level. The cause of the high bg was not known. Tandem technical support had the customer run a pump system check and no device issue was noted. The customer was to use insulin injections to manage diabetes.